Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 59 mg/dl. The customer stated that the drive support cap stuck out and they had to push it back in. The insulin pump was not returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump was received with cracked reservoir tube lip and missing the end cap sticker.